Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see (B)(4).

Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was informed that there could be many reasons for high blood glucose. The customer's parents states that the customer has issues with the adhesive tape they are using for their sensor. The customer found a bent cannula after removing the set. The customer will be working with pump trainer about the issue. The customer was sent new adhesive tape. No further information was provided.